Event description:
It was reported, that: when opening the inner cone of the ceramic femoral head, a tiny black particle is discovered in the area of the inner cone. In this context, I would also like to refer once again to our notification of 21.01.2020, bfarm case no (B)(4). Patient outcome: unknown. Bfarm case number (B)(4).

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in germany. The product has been requested to be returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection confirmed what appeared to be an inclusion or damage (described as a black spec) in the internal taper the product was returned to the supplier for review and investigation. The final report identified the non conformance as a black dot which is classified as being a visual defect which has no impact on product functionality. However the inspection specification states that any black dots exceeding a diameter of 0.15mm or product with more that two black dots is deemed to be non conforming. The root cause is deemed to be a failure in supplier quality controls which failed to identify and hold non-conforming product which was then released to zb. Complaint sample was evaluated and the reported event was confirmed. The DHR review did not identify any discrepancies, deviations or non-conformances that could have contributed to the reported event. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. A corrective action has been initiated to the supplier. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h10. The root cause is deemed to be a failure in supplier quality controls which failed to identify and hold non-conforming product which was then released to zb. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.